Manufacturer narrative:
A partial lead with the connector end measuring 4.0 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the patient presented in hospital for follow-up. Upon interrogation, the right atrial lead exhibited low impedance with no capture. The lead was replaced. The patient experienced no adverse consequences post procedure.